Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. No abnormalities were noted. Based on the nature of the observations from the field, no further analysis was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and the related observations.

Event description:
It was reported that this left ventricular (lv) lead was found to be oversensing atrial fibrillation. It was determined that the lv lead had dislodged and was no longer able to deliver effective pacing. The patient underwent a revision procedure wherein this lv lead was explanted and replaced. No additional adverse patient effects were reported.